Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the atrial lead had dislodged and fell in to the right ventricle after it was connected to the device. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.